Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a patient was admitted to a hospital on an unknown date in (B)(6) 2014 for a scheduled quadruple bypass surgery. On an unknown date, the patient was discharged from the hospital. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. As of (B)(6) 2014, the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy, and the outcome of the quadruple bypass surgery is unknown.